Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the related mcs instrument for failure analysis. Inspection confirmed scratch marks/abrasions measuring 0.368¿ x 0.035 on the brown laser marked section of the mcs instrument tube extension. As a result, the orange plastic beneath the laser marking was exposed. No material was missing on the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi has received the monopolar curved scissors used in the complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that after a da vinci-assisted malignant mastectomy surgical procedure, the user noticed that the orange area was damaged. The procedure was completed as planned with no reported injury. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that there were scratches on the orange area (tube extension). The reporter also confirmed that the mcs tip cover accessory had tears on both the clear and grey areas. Arcing was not observed. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. The orange surface was not visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used and electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover installation. The mcs instrument tips did not collide with any other instrument or tool during the procedure. Images or videos were not available for isi review. The reporter was unable to disclose the patient demographic information.